Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having stage 2 of the deep brain stimulation (dbs) procedure and they tested impedances at 3v and found contact 1 & 2 were showing low value of 36 ohms. The caller noted prior to the call they had disconnected and wiped the lead to try to resolve the issue. Additional information was received from the rep stating impedances still showed low after swapping the extension. They also screened the lead only and it showed low on the same contacts with 30 versus 36 ohms. The caller indicated they tested the lead only and found 1 & 2 shorted so the issue appeared to be on the lead. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6)2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the short was not determined. X-rays were taken to make sure a stable did not penetrate the lead during the closing of the stage 1 procedure earlier in the day. The x-ray showed no issue. It was reported the issue had not been resolved. The physician was hoping they could program around the short and the patient would still receive therapy benefit.